Manufacturer narrative:
MFR received date: 01 oct 2019. The customer declined to respond to emails for repair information. If additional information is received a supplement report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20may2019. Biomed is going to replace missing o2 filter cap a follow up report will be submitted once the investigation is complete.

Event description:
Customer reported o2 blowing out of the side of the ventilator. Unknown of patient involvement or patient harm reported.